Event description:
It was reported that an alarm occurred with the pump during insulin pumping. There was no information available about any adverse impact on the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.